Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn following an appropriate treatment shock. The burn was not reported until (B)(6) 2017, a month after the treatment shock on (B)(6) 2017. The patient's nurse cleaned the area and the burn healed. Review of the download data indicates that the device delivered three 150j shocks after the patient entered ventricular tachycardia. Gel was properly deployed from the therapy electrodes prior to the first shock. The impedance readings during all three shocks were between 57ohms and 62 ohms, which is considered normal observed range. Burns are a known outcome of defibrillation therapy.